Event description:
The patient is experiencing pain. Revision surgery is planned to revise the patella and exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.